Event description:
Two pts'heelstick specimens forward typed as group b(tested negative with the anti-a) in the mts 1115; lot 012102053. When the specimens were tested in buffered gel with anti-a bioclone 2+ reactions were observed. There was no report of patient harm as a result of this event.